Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain, post lumbar laminectomy syndrome, fbss leg/back, and spinal pain. It was reported that the lead was marked as "implanted and removed". Caller read through the op reports and found mention of "trouble advancing the lead" so they don't know if that's why the lead was removed or not but there was no other explicit information as to why that lead was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 lot# serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.